Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; patient's inratio: 3.7; doctor's inratio: 2.6; lab: 2.7. Patient brought meter in and doctor supervised finger stick. Lab draw was done within 30 minutes of meter testing.

Manufacturer narrative:
Investigation pending.